Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed, and the pump was over-delivering. The battery compartment, valves, seal foan, disk optical, flex ay, cam and bracket optical were all replaced to resolve the delivery issue. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the pump had corroded battery contacts. Device evaluation revealed the pump was over-delivering. There was no patient involvement.